Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler during drain 3 of 5 of their pd treatment. The patient reported receiving an air detected in cassette alarm during drain 3 of 5 of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Additional information was requested, however, to date not provided.

Manufacturer narrative:
Plant investigation: a visual inspection of the returned cycler exterior showed physical damage to the rear of the top cover (pump side). There were visual indications of dried fluid within the cassette compartment. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The cycler underwent and passed a patient sensor calibration check and mushroom head check passed. The post-ast 2 hour 15 min 8500 ml simulated treatment was initiated and failed. The cycler was powered off / on during the treatment. A power fail recovery alarm occurred when the cycler was powered back on. The recovery was successful, and the treatment resumed. The treatment then failed due to an (m65 scale reading error warning) during fill 1. The load cell verification test was performed and failed due to the heater tray rubbing against the top cover (pump side). There were visual indications of dried fluid found under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump during an internal inspection of the cycler. The cause of the observed dried fluid could not be determined. Bent load cell standoff screws were found to cause the heater tray rub against the top cover. An air compressor grommet was also found to be dislodged. A known good load cell was installed to continue testing. The functioning load cell was removed at the completion of the investigation. A second post-ast 2 hour 15 min 8500 ml simulated treatment was completed without alarms. The air compressor was noisy due to the dislodged grommet. The cycler tested positive for glucose. A review of the device history record (DHR) did not reveal any issues or problems related to the reported symptom codes.